Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported having pain. The patient indicated that they had been off blood thinners for 3 days and indicated that the pain increased where heart is and feels like their "ribcage pops." The patient thought they had an episode as they felt they had a sharp pain on their left chest twice. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information was received from the physician's office. They indicated that the patient had fallen and hit their left side. It was suspected that the patient's pain was related to the fall. The physician indicated that the patient stopped taking aspirin. The patient did have non-sustained episodes recorded that were noted to be self terminating.